Manufacturer narrative:
This report is for an unknown 5.0mm locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number 04.005.5xxs provided. Exact date unknown; reported as approximately four months before explant date. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a removal of a trochanteric fixation nail (tfn) with a conversion to a bipolar hip was performed on (B)(6) 2017 due to hip fracture over-collapse. The original procedure was performed on an unknown date, approximately four months prior. The patient has a history of osteoporosis. Removed hardware included: tfn, helical blade and screw (all intact). The procedure was uneventful and was completed successfully with the patient in stable condition. This report is for an unknown 5.0mm locking screw. This is report 3 of 3 for (B)(4).